Manufacturer narrative:
(B)(4), 2011. This event concerns a device that was manufactured and used outside the united states. Analysis is pending.

Event description:
Reportedly on (B)(6) 2011, the physician observed that no data were available in the aida memory and in the phd tab-sheet. The physician requested to retrieve the data and an explanation about the reported behavior.